Manufacturer narrative:
The vessel sealer extend instrument was transferred to engineering for additional investigation of the loose grip cable failure. It was noted that the unscrewing torque values for the grip clamping pulley screws were lower than expected (average value was about 26 in-oz compared to about 40 in-oz for as-manufactured known go instruments). From discussions with cross-functional engineering teams it was agreed upon that the most probable root cause of this failure could be due to a potential mix-up between torque drivers used for pitch and yaw clamping pulleys and those for grip clamping pulley. To address this, implementation of color-coded torque drivers is proposed and work is in progress to change the screw head for the pitch and yaw grip clamping pulley screws.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the provided video was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: "the error messages in the video are in a language that I don¿t understand. The instrument appears to work as expected in the first half of the video. In the latter half, it appears that the jaws are not closing but it¿s hard to comment any further on this without looking at the corresponding hand movements to assess what kind of motion issue they could be experiencing."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a loose grip cable at the proximal end. As a result of the loose grip cable, the instrument jaws would not close fully, causing the instrument to failed initialization. There was no damage found to the conductor wire and the grip cable was not fully broken. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was tested in-house an found to pass the cut test but failed the seal test. The system displayed error "sealing malfunction. Press arm swap restore control then remove and reinstall. If issue persists, discard instrument." The instrument was found to have two low torque failures based on log review. Error code 22024 "grip torque is outside the expected range" was seen, indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. Root cause is attributed to component susceptibility to damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional information. The customer opened a new vessel sealer extend (vse) instrument. There were error messages. The issue no longer occurred after three vse instruments. Per advanced log review from an isi failure analysis engineer (fae). The following additional information was provided: dsp logs showed that the vse instrument lot# k16250404-0050 was installed 3x and passed homing 3x. 8 cut complete events were seen. 2 strong grip fail events were noted, indicating that there was not enough grip force to complete the seal function. The e-100 logs showed 11 seal events, of which 2 had ¿blank¿ errors, which could likely be related to the strong grip fail errors seen in dsp logs. The msc logs show 2 ¿log_strong_grip_low_torque¿ errors at the same time stamps as those for the 2 blank errors seen in the e-100 logs and 2 strong grip fail events seen in dsp logs, indicating that the low torque likely resulted in a sealing malfunction. This could possibly be due to a mechanical issue (loose grip cable being the most common). The instrument was used for 14.5 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument malfunctioned during the seal. No abnormal tissue was sealed. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.